Manufacturer narrative:
Additional information was received indicating the rate was 125 ml/hr and the test method was volumetric.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem could not be duplicated. During investigation the device was infusing at +1.8% but well within the 3% spec. The pump passed all accuracy testing. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump experienced over infusion. It was reported that there was no patient involvement.